Event description:
Information was received indicating that during use of a smiths medical cadd legacy pump under infusion was noted, patient returned with 28cc of infusion remaining in the pump. No adverse effects were reported.